Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited no bluetooth telemetry and no magnet response. The physician suspected that premature battery depletion occurred on the ICD. The physician explanted and replaced the ICD. The patient condition was unknown.